Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 20 mm from the distal end. There was scratch on the probe. The shape of the fracture surface showed that crack developed. There was a spark mark on the non-insulated area of the grasping section. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. This is the report regarding the probe breakage. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal end was worn. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal end was worn, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The instruction manual of the device has already warned as follows; *do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During an uncertain procedure, the subject devices was used. Seal & cut ultrasonic level error occurred. Seal open circuit error occurred. The jaw of the subject device broke off since the subject device was cleaned. There was no patient injury reported.